Event description:
Date is when problem was identified via an ultrasound post mammogram. I have allergan (mcghan textured 410 silicone implants). I was part of the study in 2003 that did not have MRI's every few years. My implants were almost 17. I saw my doc for all 10 years of visits, at 10 years he said let him know if there are any problems and when I wanted to replace. He asked if I would get an MRI if I needed one, yes (however, I had no idea if/that I would need one) and I didn't have any issues specifically with my breasts that I was aware. He did not discourage getting a mammogram (which was several years off). I had increased myofascial back pain in the immediate years following implant (attributed it to previous low back injury), within 4-5 years I had a period of time where I felt I had blood sugar or blood pressure problems but my then pcp ran blood tests and said I was fine, I always had lower but healthy bp however I would be driving and feel like I was going to pass out/fall asleep. I started planning naps into my commutes for work which only helped a bit. Started getting chronic ocular migraines just after year 10 (attributed to stress and heredity although my sister that has migraines has had since her teens and has different ones). Had 2 kids in my later 30's so thinning hair, fatigue, breast feeding type pains seemed normal (might have been). I was extremely active. Immediately following my mammogram I began having additional sensations in my left side of slippery yet chaffy movement when working out along my left pectorals. Some burning on my left chest, occasional electrical like tingles. I had previously had what I thought was a pectoral strain the year prior which was resolved with rest and massage. Major increase in fatigue was the first noticeable issue. I found out a week after my mammogram (B)(6) 2019 at an ultrasound that my left implant appeared to be ruptured with the ligament and also into my pec. I consulted with 3 surgeons including original office which took from (B)(6) (the first 2 docs didn't seem concerned about the rupture (even though the ultrasound indicated it was ruptured out of the capsule), so I wasn't as urgent, and took time finding adequate surgeon. Was scheduled for explant (B)(6) 2020 and was delayed by covid19 shutdowns until (B)(6). That 6 month time frame I had an increase in: migraine frequency, fatigue yet inability to get rest, hands going numb, burning in both the right and left pectoral, thinning hair (some is expected), feeling of let down as if I needed to nurse (done nursing in 2017), heavy chest - like I couldn't get deep breathes or someone pushing on my sternum general joint pain (some I expect due to age and active lifestyle), kidney area pain increase in anxiety, increase in weight (specifically to my waist- some is def increase calories and lack of energy to continue my typical active lifestyle however I've tried to maintain lifting to some degree), left side was slightly swollen at times. Surgery was (B)(6) 2020, my left implant was disintegrated through the 3 wall implant barrier within the capsule and was oozing out of the capsule in some areas. My right implant was intact. I do not believe that the right implant only began to deteriorate upon my mammogram given how broken down it was, I am a personal trainer, I have fallen down very hard on my chest (2008-9) while walking dogs, fallen while wake boarding (with fairly protective life jackets), tubing etc. I believe my left implant had to have been breaking down long before it got squeezed out of the capsule. I am curious how the right one did not but I'm thankful that I didn't have to have silicone scraped out of both pectoral muscles. I have no idea yet what the tests of my capsules will say. I used rubber gloves to put each implant in a plastic (B)(6) bag (they given to me as is in a bucket, I haven't rinsed or done anything but taken a couple of pictures and put into air tight bag. My blood work and blood tests have always come back within normal ranges. My seasonal allergies have gotten worse over the years to the point of needing allergy meds year round. Although my mcghan paperwork said to get an MRI pre explant, my original implanting office said not to bother because the ultrasound showed rupture and is a less. I have my original implant card. I have not included test results but I can get copies if needed. My surgeon sent my capsules to be tested for bia alcl. Due to the amount of silicone on the left side getting pulled out I hope that not only do most the symptoms I've encountered more recently go away but that my chest heals. I only found out about the recall due to the rupture when I started searching on what to do about replacement. With all the information I found replacing seemed like a poor choice. I did not receive a letter from allergan nor my surgeons office (I am under the impression because it was over 10 years which isn't good given that the failure rate seems to occur beyond then). I could not get a lot # on my left implant too gooey and sticky but my right implant was mcghan lot #112217, fm 395 (style 410). I have not yet reported to allergan/ abbie vie. (B)(4).